Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Distributor reported "foreign material seemed hair was confirmed on a natrelle 133 s tissue expander¿. Additional information noted, ¿the implant itself does not been attached the foreign material directly, it is between the transparent film and the box confirmed before opening.¿ there was no patient contact.

Manufacturer narrative:
Visual analysis of the returned device identified; observed hair on the box. A further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: hair on the box was observed. A further investigation will be requested to analyze this case.

Event description:
Distributor reported "foreign material seemed hair was confirmed on a natrelle 133 s tissue expander¿. Additional information noted, ¿the implant itself does not been attached the foreign material directly, it is between the transparent film and the box confirmed before opening.¿ there was no patient contact.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Distributor reported "foreign material seemed hair was confirmed on a natrelle 133 s tissue expander¿. Additional information noted, ¿the implant itself does not been attached the foreign material directly, it is between the transparent film and the box confirmed before opening.¿ there was no patient contact.